Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of the electrogram stored in device memory from the date of attempted implant noted an extremely low amplitude qrs complex. The signal was sensed, and the device delivered therapy. Physical testing found that the returned ICD met all specifications and was performing appropriately per programmed parameters; there was no indication of a product performance-related issue with this device that would have caused and/or contributed to the reported clinical observations. The 3191 code was used to capture surgical intervention and procedural delay; 2348 was used to capture defibrillation testing.

Event description:
Additional information was received which provided further details regarding the implant procedure. Once the new device was implanted, low amplitudes noted on the right ventricular (rv) channel led to a physician decision to explant and replace the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of the electrogram stored in device memory from the date of attempted implant noted an extremely low amplitude qrs complex. The signal was sensed, and the device delivered therapy. Physical testing found that the returned ICD met all specifications and was performing appropriately per programmed parameters; there was no indication of a product performance-related issue with this device that would have caused and/or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that, at implant, the patient with this recently placed implantable cardioverter defibrillator was successfully induced into a fine ventricular fibrillation (vf) with a heart rate of 211 bpm at the episode onset. The fibrillation signals of the induced vf had low amplitudes, with some signals measuring as low as 0.03 and 0.44 mvolts. Some of the low amplitude signals were below the programmed minimum sensing threshold of 1.0 mvolts, which resulted in intermittent undersensing and delayed initial detection of the vf. An external shock was required to convert the arrhythmia. Another device was implanted and a procedural delay was reported. No additional adverse patient effects were reported.